Manufacturer narrative:
The device was received fully deployed. Inspection of the device found no damages or defects that would cause a needle mechanism failure. No timeouts or drive stalls were seen in the download data. The cannula was observed to be bent. It is unknown how or when this damage occurred. Fluid freely flowed through the fluid path despite this damage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was only partially visible, indicating a needle mechanism failure.